Manufacturer narrative:
The device was received for evaluation and successfully passed testing. A review of the device history record (DHR) was conducted which confirmed the device met all quality criteria and manufacturing specifications prior to release. Available log files were retrieved and analyzed which showed the cycler performed as designed and intended. All information supports the device was functioning as designed and intended with no malfunction. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns that treatment should only be performed by a trained and qualified person who must respond promptly to harmful conditions during treatment. UDI: (B)(4).

Event description:
A report was received on 17 may 2022 from the caregiver (cg) of an 81 year old male patient with a complex medical history, who stated the patient experienced feeling hot and confused thirty minutes into a home hemodialysis treatment on 13 may 2022. Treatment was ended, 911 was called, and the patient was transported to the hospital and admitted. Additional information was received on 19 may 2022 from the home therapy nurse (htn), stating that the patient also experienced increased blood pressure (140/50 mmhg), nausea, and feeling "faint". The patient was diagnosed with a non-st-elevation myocardial infarction (nstemi) and admitted to hospital for three days. Per the htn, the patient was released on 16 may 2022, has recovered without sequelae, and continues to use nxstage product and therapy.